Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 24. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023 in , the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.